Manufacturer narrative:
Article reference: odemis, e., celikyurt, a., kizilkaya, m. H., & demir, I. H. (2026). Evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results. Pediatric cardiology, 47(1), 362-374. Https://doi.org/10.1007/s00246-025-03776-x. Investigation is ongoing.

Event description:
Through review of medical article "evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results", corresponding author ibrahim halil demir, the following event was identified as pertaining to an edwards device: all participants in the study had a diagnosis of tetralogy of fallot (tof) and had previously undergone surgical repair with a transannular patch. One patient received an unknown sapien xt valve in pulmonic position. The patient had no pulmonary regurgitation on post-procedural day 1, but moderate pr was detected at the 1-year follow-up. A second percutaneous pulmonary valve implantation (ppvi) was recommended for this patient who was symptomatic and whose clinical complaints could not be explained by any other cause, but the patient was referred to surgery because the family did not accept the second ppvi at 13th month.